Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. Our investigation is therefore based on the initial information provided by the customer and our knowledge of the product. Results: without the complaint device or additional information, it is not possible to determine the failure mode for the reported leak. Conclusion: we were unable to determine what may have caused the reported leak as no device was returned for investigation. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.".

Event description:
A healthcare facility in (B)(6) reported via a distributor through a fisher & paykel healthcare field representative that an rt380 adult dual heated evaqua2 breathing circuit was leaking when testing before use on a patient. It was further reported that the customer could not determine where the leak was coming from. There was no patient involvement.